Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fibrous foreign substance, similar to a tiny hair was found attached to the back surface of the optics of the intraocular lens (iol) at the time of implantation. They used irrigation/aspiration (I/a) to remove the foreign material from the implanted lens, which their attempt failed. The foreign material was curly with brownish/black color and it was too sticky to be remove with ia. It was noted that ovd (ophthalmic viscosurgical device) was reinjected. The substance was removed with difficulty by pulling the part of it that was sticking out of the optics with carteret care collection (ccc) tweezers. Finally the material came off after given a strong pull with the tweezers. The lens was not removed and remains implanted. There was no patient injury reported. The foreign substance was saved in a in gauze, but later it was lost as it was thinner than the gauze fiber. No further information was provided.